Event description:
Same case as MFR: 2134265-2015-02246. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The 21mm watchman delivery system was used with a watchman access sheath. After a transeptal puncture was performed the watchman delivery system and watchman access sheath were in a good position; however, before the device was released an 8mm pericardial effusion was noted. The patient¿s blood pressure was ¿sung¿ and the patient was in shock. Medication was administered to stabilize the patient. At this time the physician attempted to close and save the laa . A pericardial puncture was performed with aspiration of 1600ml of blood injected back into the patient. The procedure was completed with this device. The patient was referred for cardiac surgery, because the bleeding had not stopped and an angiogram revealed leakage in the right atrium. The patient was transferred to another hospital. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that cardiogenic shock occurred due to the leak in the right ventricle which the physician believes was a result of the pericardiocentesis. The reason for the drop in blood pressure was due to the injection of anesthetic medication. The physician does not feel the event had anything to do with the laa closure procedure. The physician indicated the pericardial effusion was likely present prior to the procedure, but not seen by anyone. The patient underwent surgery; the watchman device was noted to be in stable position in the laa during the surgery. The patient's condition post surgery was reported to be stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).